Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 451 mg/dl. Multiple attempts were made to follow up with the customer if alternate insulin therapy was obtain; however no response from the customer was received.